Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported that their teeth are yellow and have a pain level of 7. The patient stated that step #4 does not fit and hurt really badly. The clinical support assessment team had another concern with the patient having an intrusion on tooth #7.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.